Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The consultant informed the caller that the issue is due to a high pacing impedance measurement which can cause grounding issues in the system, resulting in the minute ventilation (mv) signal to not be filtered out of the egm signal. Testing and reprogramming options were discussed and remote monitoring will be enabled for this patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise on the atrial channel. A review of the episodes noted that all three occurred on the same day within a ten minute time frame. The patient is not pacemaker dependent and was asymptomatic.

Manufacturer narrative:
Additional information was received stating the lead safety switch (lss) had been triggered for this system due to a pacing impedance measurement greater than 2000 ohms on the right ventricular (rv) channel. A boston scientific technical services consultant reviewed the stored data and identified the system had completed 500 right ventricular automatic threshold (rvat) tests in the past three months. The consultant thought that this amount of testing seemed unusual as the device is only pacing in the rv approximately twenty percent so it does not seem likely to be due to loss of capture. The issue could be due to fusion as fusion was observed on the presenting data also. The consultant recommended bringing the patient is for further testing. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating that the mv feature was programmed off for this device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.